Manufacturer narrative:
(B)(4). No consequences or impact to patient. Lens was removed based on surgeon's decision, unlabeled. Visual inspection of the lens showed evidence of surgical residue and a piece of the haptic was torn off missing. The most likely cause for this type of lens damage was during the explant of the lens.

Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed without patient injury. The facility stated the surgeon did not like the way the lens sat in the patient's eye. The facility stated there was no product malfunction or patient injury. The model and lot numbers of the cartridge and injector used during surgery were not specified by the facility.